Event description:
Boston scientific received information that there was concern related to this pacemaker's report of battery longevity remaining. In (B)(6) 2012, the remaining longevity was two years, three months later it had decreased to <0.5 years, and then two weeks later it was back up to 2.5 years. Boston scientific technical services (ts) discussed potential options as to why this might have occurred. Additionally it was noted that the patient had high pacing impedances and noise on the right atrial (ra) lead. Given the issues with fluctuating battery longevity in this dependent patient, and the ra lead issue, surgical intervention was performed. The device was successfully explanted and the ra lead was surgically abandoned. A new generator and lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was "good." The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the variability in the estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.